Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (the patient was attached during prime).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an inadvertent infusion (attached during prime) issue. The reporter stated that 911/emergency protocol was initiated. The patient was taken to the emergency room and treated. (Treatment regimen not provided). Customer support (cs) completed troubleshooting and the patient was accidentally infused with 99.2 units of insulin. The patient's blood glucose (bg) was 112mg/dl. This complaint is being reported because the patient allegedly experienced a bg excursion as a result of use error in priming while attached.